Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(6).

Event description:
The crown could not be advanced through a lesion in the left circumflex artery (lcx) during attempted proximal to distal treatment with the diamondback coronary orbital atherectomy device (oad). The lcx was tortuous, and the lesion was 99% stenosed with moderate calcium. The oad became stuck in the vessel. A non-csi guide wire was inserted and advanced past the oad multiple times, which resulted in the ability of the user to impact wire bias and free the oad. The patient's condition was described as good following the procedure.

Manufacturer narrative:
Updated data: b4, d9, g3, g6, h2, h3, h6, h10. H6 investigation findings code 4247: suggested code is biological material present on device. Device analysis conclusion: the oad was received at csi for analysis. Visual examination revealed biological material present on the driveshaft. No damage was observed. The material prevented a test wire from passing through. The morphology and exact root cause of the accumulated biological material is unknown. The device spun as intended during functional analysis. The report that the oad became stuck in the vessel could not be confirmed through analysis. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).